Manufacturer narrative:
A ge service representative performed an on site investigation. The connections to the power supply were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system freezes intermittently (intermittent lock up). There is no report of injury or death associated with this event described in this complaint.